Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an escherichia coli infection as well as redness at the device pocket. A culture was reportedly taken from the lumbar region. The implantable neurostimulator (ins) was subsequently explanted. Hospitalization was also noted. The patient was additionally administered antibiotics after which a new ins was implanted. The issue resolved and the patient was alive with no injury.

Event description:
Additional information noted the patient had been reimplanted with an ins at the same time as the explant, but instead in the patient's back. The patient was noted to be receiving good stimulation at the time of follow-up; however, the patient "still had a problem with infection in the place of the explanted stimulator." The patient was still receiving antibiotics at the time of follow-up.